Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an optease vena cava filter and introduction kit (55cm introducer) jugular access could not be advanced through the sheath during deployment. Inspection showed the filter fixation barbs were engaged with the inner wall of the sheath, preventing advancement and proper deployment of the device. There was no reported patient injury. The sheath containing the filter was withdrawn due to the inability to advance the device. The passage of a teflon-coated guidewire and introduction of the filter sheath were performed up to the level of the renal veins. During introduction of the filter using the delivery (pusher) system, significant resistance was encountered, requiring greater than usual force without successful advancement. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
As reported, an optease vena cava filter and introduction kit (55cm introducer) jugular access could not be advanced through the sheath during deployment. Inspection showed the filter fixation barbs were engaged with the inner wall of the sheath, preventing advancement and proper deployment of the device. There was no reported patient injury. The sheath containing the filter was withdrawn due to the inability to advance the device. The passage of a teflon-coated guidewire and introduction of the filter sheath were performed up to the level of the renal veins. During introduction of the filter using the delivery (pusher) system, significant resistance was encountered, requiring greater than usual force without successful advancement. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was discarded and will not be returned for evaluation. The optease device (ref (B)(4)) was evaluated based on five attached photos associated with the event. Visual review of the provided graphic material shows that the filter struts perforated the sheath near the distal tip. No other observable details were identified from the images. The available photos and videos do not provide sufficient information to determine whether the observed condition is related to a manufacturing issue, and the information is insufficient to draw further conclusions. A product history record (phr) review of lot 18422514 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter ¿ impeded ¿ perforated sheath¿ was seen during the product evaluation. The exact cause of the reported event cannot be determined and use related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.